Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of "seroma-late" and "wound dehiscence" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and wound dehiscence.

Event description:
Healthcare professional reported, via academic society, unknown side "seroma" and "wound margin dissection". Device remains implanted.